Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Upon revision, a fluid loss was identified, the physician believes that the reservoir was punctured during hernia repair, causing the fluid loss. The hernia repair was not related to the device. The ipp was removed and replaced, the original reservoir was not removed. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Upon revision, a fluid loss was identified, the physician believes that the reservoir was punctured during hernia repair, causing the fluid loss. The ipp was removed and replaced, the original reservoir was not removed. No patient complications were reported.